Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had a cadd solis pump with an error code 41100 stating ¿battery state faulty¿ & ¿communication module intermittent connection¿ error. They did a power cycle, but it did not clear the alarm initially. The pump continued to intermittently report ¿communication module intermittent connection¿ and the issue worsens when the mounting bracket (the one securing the pump and wireless module together) was reinstalled. There was no reported patient involvement.

Manufacturer narrative:
The suspected pump was not returned for evaluation. The complaint could not be confirmed, and a root cause was unable to be determined.